Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump died, there was a crack down the back of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and found pump had a damage at battery tube side. And it was impacting the pump functionality as pump had turned off completely. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, confirmed the pump alarmed battery cycle 8.0 received the low battery alert (104) on 06/15/2025 16:03:00 after more than 7 days at 21.95 days. Battery cycle 7.0 received the low battery alert (104) on 05/24/2025 07:05:00 after more than 7 days at 23.07 days. Battery cycle 6.0 received the low battery alert (104) on 05/01/2025 01:56:00 after more than 7 days at 34.85 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found¿moisture damage¿on pcb1 board and pcb 2 board during visual inspection.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment, blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Cracked case at battery compartment confirmed. No power errors noted. However, confirmed moisture damage to pcb1and pcb2 board. No damage found on motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.